Event description:
During a procedure to implant an ipg, it was reported the physician (B)(6) tore away the cable of the lead from the extension header. As a result, a portion of the lead remained in the extension header. The physician elected to complete the procedure using the broken lead. The patient is reportedly receiving stimulation; however, additional surgical intervention will be undertaken at a later date to replace the broken lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.